Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was 182 mg/dl at the time of incident. It was reported that they had no delivery alarm during prime. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.